Event description:
It was reported that during intra-aortic balloon (iab) insertion a ¿check iab catheter¿ alarm was generated. Iab was replaced to continue therapy. Mild tortuosity and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion a ¿check iab catheter¿ alarm was generated. Iab was replaced to continue therapy. Mild tortuosity and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
Distributor: name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion a ¿check iab catheter¿ alarm was generated. Iab was replaced to continue therapy. Mild tortuosity and calcification were noted in the patient vessel. No patient injury was reported.